Event description:
It was reported the device was replaced due to premature depletion. It was also reported that there were 'average pacing thresholds and very minimal shocks'. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found that the device did not meet its expected longevity. It was projected that the device would meet 84% of expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.